Event description:
Per the clinic, the patient discontinued use of the device subsequent to sustaining a head trauma in 1999 (exact date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.